Event description:
It is reported that the patient was revised due to pain. The femoral stem was found to be in retroversion. During the removal of the stem an extended trochanteric osteotomy was performed and a fracture occurred to the patient's greater trochanter. Wires were placed.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: revision surgical notes have been provided. These notes stated that the stem was being removed due to being rotated in retroversion and the stem was needing to be in anteversion. During the removal process the greater trochanter had fractured 6-7 cm proximally. It was noted that on the polished distal end of the stem that bone cement was found and was believed to have been the cause of the stem's extraction hold up. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.